Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the anterior tibial artery, the pta balloon shaft allegedly broke prior to inflation. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Conclusion: the device was returned for evaluation. A visual inspection found a complete detachment in the catheter shaft, confirming the investigation for the reported detachment. It is likely the user perceived the detachment as a break. The definitive root cause for the identified detachment could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip or catheter breakage, catheter kink, or balloon separation. Potential adverse reactions: additional intervention.

Event description:
It was reported that during an angioplasty procedure in the anterior tibial artery, the pta balloon shaft allegedly broke prior to inflation. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.